Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 and 3.2 was not detected on the bus. A field service engineer (fse) diagnosed an apparent medstation legacy pop cubie issue in drawer 3.1. Upon arrival, no visible error message was displayed on the screen. The fse cleaned all debris on the moab and removed staples found within the tray. Although the acceptance test could not be completed in hardware test application, the customer tested the device and confirmed no issues were present. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.